Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: two photos were provided and reviewed. The first photo shows the labeling details of the device match with the information available in trackwise. The second photo shows the one ultraverse 035 dilatation catheter. The device had a circumferential rupture on the balloon. The distal portion of the rupture was still attached at the distal tip but was noted to be inverted. Device hubs were not seen in the provided photo. No other anomalies were noted. Two images were provided and reviewed. There are two images. The initial image is a retrograde fistula gram demonstrating stenosis of the fistula anastomosis and within the fistula. The second image shows the balloon in the fistula curved around the anastomosis with the tip in the brachial artery. There is a slight kink in the balloon. Two ultraverse 035 dilatation catheter returned for evaluation. Upon visual inspection in both the returned devices, it was noted that device had a circumferential rupture on the balloon. The distal portion of the rupture was still attached at the distal tip but was noted to be inverted. The proximal half portion of the rupture was still attached at the glue joint. No other anomalies noted to the luers or y-body. No other functional testing performed due to the condition of the device such as the rupture in both the returned devices. Therefore, the investigation is confirmed for the reported circumferential balloon rupture as a circumferential rupture was observed on the balloon in both the returned devices. A definitive root cause for the reported circumferential balloon rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g2, g3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the ultraverse 035 pta balloon catheters for treatment of stenosis on arterio-venous fistula anastomosis with retrograde percutaneous access. During the procedure, circumferential rupture of the balloon occurred. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the ultraverse 035 pta balloon catheters for treatment of stenosis on arterio-venous fistula anastomosis with retrograde percutaneous access. During the procedure, circumferential rupture of the balloon occurred. The procedure was completed using another device. There was no reported patient injury.